Event description:
It was reported by the customer that the fiber optic sensor is not working on the cardiosave intra-aortic balloon pump (iabp) unit. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Repairs pending due to back order on parts. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Manufacturer narrative:
It was reported that during preventive maintenance it was observed that the cardiosave intra-aortic balloon pump (iabp) had fiber-optic sensor failure alarm. The patient involvement is unknown and no adverse event reported. The getinge field service engineer (fse) has found that fiber optic sensor was broken, caused by physical abuse. Getinge field service engineer (fse) replaced fiber optic cable assy (012-00-156) tested the unit. Fse performed a preventive maintenance, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer. The defective components were received for further investigation. The failure analysis and testing department verified the failure of broken fiber optic sensor connector. Due to broken connector the fat dept. Cannot be install fiber optic sensor into the test fixture and cannot be investigated further. Fiber optic sensor assy, cable failed testing. Retaining fiber optic sensor assy, cable in the fat dept. As per procedure (B)(6) rev ap. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.